Event description:
It was reported that the patient had a cervical trial, and the patient was experiencing severe headaches, nausea, and vomiting. Surgical intervention took place where the leads were explanted, and the patient received a blood patch to address the issue. The patient's dressing they placed was saturated, and the patient is being monitored for the csf leak. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000159706.